Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed no drops during insulin delivery at 82 units remaining, removed the cartridge, and saw insulin on the cartridge consistent with a suspected cartridge leak; the user typically prefilled cartridges, changed the cartridge and connector per guidance, and insulin delivery resumed without alarms. Symptoms included hyperglycemia with a reported blood glucose of 300 mg/dl for approximately one hour and no ketone testing or medical intervention. Outcomes included temporary elevated blood glucose without injury or long-term effects. Investigation included user-guided troubleshooting and education on proper supply change with a 23-inch teflon inset. Investigation of this case revealed that insulin leakage from the cartridge was suspected and resolved after replacement of the cartridge and connector with restored delivery. It was concluded that the event was due to a suspected leaking cartridge with user corrective actions restoring function and no further clinical sequelae.